Event description:
During an atrial fibrillation procedure, an effusion occurred. Following cardiac mapping and during isolation of the pulmonary veins, the patient became hypotensive. An echocardiogram confirmed a pericardial effusion. Stimulation of the coronary sinus and reverse heparin with protamine sulfate was administered to stabilize the patient. There were no performance issues with any abbott device during the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.